Manufacturer narrative:
(B)(4). Date sent: 8/23/2024. D4: batch # 792c32. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with three ecr60d reloads(b, c, d) present. The reload(b) was recieved partially fired 1/16, the reloads(c, d) were recieved unfired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the black motor wire was noted to be disassembled from the motor terminal, therefore making the device non-functional. Additionally, photo was provided and it showed the packaging of the returned reloads. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the device is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 792c32, and no non-conformances were identified.

Event description:
It was reported that during the laparoscopic lobectomy surgery. After fired, noted that a few staples formed with irregular shapes and anastomotic site was oozing. Changed another two to continue the surgery, the same problem happened again. Used suture to oversew there was no patient consequence reported, no additional information could be provided.